Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25 x 28 mm and a 3.25 x 15 mm xience alpine stents were implanted on (B)(6) 2017. On (B)(6) 2017, the patient was re-admitted for cardiovascular symptoms. It was further reported that the patient had gastritis with bleeding. Surgical intervention was performed. The final patient outcome is unknown no additional information was provided.